Event description:
It was reported that while the external pulse generator was connected to the patient it was noted that it was not pacing, and that a self-test error was showing. The generator was immediately changed out for one that functioned correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that while the external pulse generator was connected to the patient it was noted that it was not pacing, and that a self-test error was showing. The generator was immediately changed out for one that functioned correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not pacing correctly and was showing a "self-test" error. Analysis did find that the upper and lower cases, two side bail covers, ring cover and the battery drawer were broken, that the battery release, one heart wire contact and the main printed circuit board were contaminated, that the battery contacts were compressed and two side bails missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.